Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the patient¿s device system was explanted due to infection. There was no further information regarding the infection other than the infection was not meningitis. There was no indication of device malfunction. The patient was re-implanted with a new device system on (B)(6) 2014. Patient outcome was not provided. The medication delivered by the device system was unknown. Additional information was requested but was unavailable. If additional information is received, a follow-up report will be sent.